Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. Analysis of the device and internal components were as expected for a pacemaker at eri. Battery analysis also found no anomalies. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.